Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation, and the patient experienced coronary sinus dissection which required prolonged hospitalization. First, it was reported that the smartablate® generator displayed a "high temperature error," and it would immediately cut-off ablation. The temperature cut-off was set to 40 degrees. The cable was replaced without resolution. The thermocool smarttouch® sf catheter was replaced, and the issue persisted. The thermocool smarttouch® sf catheter was replaced once again, and the issue persisted. The procedure was aborted. In the physician's opinion, the cancelation of the procedure contributed to a serious injury as the coronary sinus (cs) was dissected, which was confirmed on x-ray. There was no patient death. The event occurred during mapping of the cs, they were in and out of the cs multiple times to burn summit premature ventricular contraction (pvc). The patient was kept overnight to be monitored, and no intervention was required. The patient was under local anesthesia for about 3 hours. No transseptal puncture was performed. The high temperature issue is not MDR reportable. With the current information available, it is unclear if every thermocool smarttouch® sf catheter was inside the coronary sinus; however, it was stated that they were in and out of the coronary sinus and that they changed the catheter multiple times. Follow up is being conducted to confirm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 31474047l number, and no internal actions related to the reported complaint condition were identified. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-jan-2025, additional information was received, and it was indicated that the first two thermocool stsf were in the coronary sinus (cs). They are the catheters with the same lot number (31474047l). They were both used to map as well. The third catheter (lot 31474121l) never made it in the cs. As such, the third catheter which was reported under 2029046-2025-00038, is no longer considered MDR reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).